Event description:
It was reported that during an unknown procedure, there were misformed clips. No further information is available. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.